Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that a 6/7f mynxgrip vascular closure device "failed during deployment." Additional information received indicated that the mynxgrip vascular closure device sealant was partially exposed in the package when they opened it. A new mynxgrip vascular closure device was deployed successfully and hemostasis was achieved. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure following an interventional peripheral procedure. The product was stored as instructed per labeling. The patient did not have any relevant medical history. There are no relevant tests/laboratory data. There are no other devices associated with the procedure. There were no concomitant medical products used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The patient¿s vessel size was noted as 7 mm. Vessel tortuosity was not noted. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. The device was dissected in pieces as received. Visual inspection of the device showed that the shuttle tubing was separated from the green shuttle handle. The shuttle handle was engaged to the black handle with stop cock open. The advancer tube and the sealant sleeve were returned separated from the device. The sealant, syringe and procedural sheath were not returned for evaluation. The shuttle cartridge and the handle was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a radial tear in the balloon, approximately 3 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A device history record (DHR) review of lot f1806601 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant exposed prior to use¿ was not confirmed through analysis since the sealant was not returned and the device was dissected in pieces as received. However, investigation additionally found that the balloon had a radial tear approximately 3mm from the balloon¿s proximal neck. The cause of the reported event and the radial tear could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to issue experienced. However, since it was reported that the sealant was exposed prior to use, and the device was used with a 6f sheath, it is possible the condition of the sheath may have contributed to the balloon tear found. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. ¿flush the procedural sheath with sterile heparinized saline. Remove the syringe from the tray. Remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing. Fill the syringe with 2 to 3 ml of sterile saline, attach to the stopcock and draw vacuum. Check the luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave the syringe at neutral. Do not lock. Do not move the sealant sleeve.¿ neither the DHR review nor the product analysis suggests that the failures found could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip vascular closure device "failed during deployment". The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The patient¿s vessel size was noted as 7 mm. Addendum (06/25/2018) additional information received indicated that the mynxgrip vascular closure device sealant was partially exposed in the package when they opened it. The product was stored as instructed per labeling. The patient did not have any relevant medical history. There are no relevant tests/laboratory data. There are no other devices associated with the procedure. There were no concomitant medical products used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Vessel tortuosity was not noted. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure. A new mynxgrip vascular closure device was deployed successfully and hemostasis was achieved. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. Addendum (07/13/2018) the product evaluation revealed a leak in the balloon.